Event description:
It was reported that a bd q-syte small bore extension set was placed on a patient's bard PICC line. The patient was receiving the chemotherapy drug kabiven through the PICC line. The PICC line was used for seven days and at the end of that time the clinical staff at the hospital where the patient was receiving treatment was unable to remove the bd q-syte from the PICC line. This resulted in the PICC line having to be removed and a new PICC line was placed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.